Event description:
Reporter alleged obtaining the results of 293 mg/dl and 101 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. Reporter did say that she had not washed hands prior to testing. No adverse event reported. A request was made for the return of the affected product.